Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported that on (B)(6) 2018 at 21:30, the customer obtained a sensor scan result of 140 mg/dl compared to a result of 'hi' (reading >500 mg/dl) obtained on the built-in reader. At 21:37, customer began experiencing symptoms described as headache, dizziness, and stomach pain, and he/she experienced a loss of consciousness. Customer was seen in the intensive care unit (ICU) where a laboratory glucose reading of 800 mg/dl was obtained at 22:00 and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) and an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned. Visual inspection has been performed on the returned reader, and no issues were observed. Performed investigation on the returned freestyle libre reader and did not observe any abnormalities with the unit. The customer complained that the sensor (serial number: (B)(4)) that was paired with this reader displayed lower readings while the test strip readings from the reader gave high readings around the same time of use. Control solution testing was performed on the returned reader, and it was observed that the reader passed the test with glucose values within specifications. The sensor that was paired with the reader and the test strips used at the time of complaint were not returned by the customer for further investigation. The investigating the reader, determined that there was no indication that the product did not meet specifications. Device history record (DHR) for both the reader and the paired sensor at the time of complaint were reviewed, and it was observed that all tests for both units passed without any failures on the line. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported that on (B)(6) 2018 at 21:30, the customer obtained a sensor scan result of 140 mg/dl compared to a result of 'hi' (reading >500 mg/dl) obtained on the built-in reader. At 21:37, customer began experiencing symptoms described as headache, dizziness, and stomach pain, and he/she experienced a loss of consciousness. Customer was seen in the intensive care unit (ICU) where a laboratory glucose reading of 800 mg/dl was obtained at 22:00 and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) and an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.